Manufacturer narrative:
The site documented that the patient had hematoma which resolved (method of treatment unknown). The primary investigator (pi) assessed this event as definitely related to the interventional procedure and not to ekos system, thrombolytic or anticoagulant drug. The medical monitor assessed the sae as definitely related to interventional procedure, thrombolytic and anticoagulants drugs and probably related to ekos system. There were no device malfunctions documented. The event was not reported to ekos at the time it occurred. Hematoma is a known complication associated with the insertion of a catheter to deliver thrombolytic therapy for pulmonary emboli and is not dependent on or related to the use of ekos ultrasound therapy, however this event is being reported based on the independent medical monitor's assessment. No additional information will be available.

Event description:
Subject (B)(6) is a patient enrolled in the (B)(6) study. This patient is a (B)(6) year-old african american female. The patient was treated for a bilateral pe on (B)(6) 2017. The site documented that on (B)(6) 2017, the patient developed a hematoma during ekos therapy. Tpa was stopped after 5 hours. Hematoma was still present when the patient was discharged from the rehab on (B)(6) 2017. The site documented the event resolved but did not provide information on how the hematoma was treated or the date it resolved. The primary investigator (pi) assessed this event as a serious adverse event (sae) definitely related to the interventional procedure and not to ekos system, thrombolytic or anticoagulant drug. On (B)(6) 2019, btg became aware that the medical monitor assessed the sae as definitely related to interventional procedure, thrombolytic and anticoagulants drugs and probably related to ekos system.